Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The husband of a customer indicated via phone call of unexplained high blood glucose of 500 to 700 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 184 mg/dl. Troubleshooting found that the customer went to the hospital for the high blood glucose. Troubleshooting also found that the cannula was bent, there were bubbles in the tubing and the keypad buttons are difficult to press. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent esc and act button response due to a flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. A water filled reservoir was used during the testing and no air bubbles anomaly were noted. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.